Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-07827. It was reported that the during the permanent implant procedure, in about 10 minutes after the physician attempted implanting the first lead, the patient experienced vomiting. After consulting with the anaesthesiologist, the procedure was abandoned and the lead was removed. It was noted that at the post-anaesthesia care unit, the patient was on full stomach during the surgery. Implant procedure may be undertaken at a later date. Patient is on steroids and antibiotics.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-07827. Additional information received that the permanent implant was undertaken on 02 february 2018. Therapy restored post-operatively.